Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 541 mg/dl at time of incident. Infusion set was leaked at site. Insulin pump had no delivery alarms in the past but not on this infusion set. Customer stated that they performed self test. Insulin pump passed self test. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.